Event description:
It was reported that immediately post implant, electrical values of the atrial lead were poor. Fluoroscopy revealed that the atrial lead had dislodged. The physician elected not to reposition the lead. The patient's pulse generator was programmed to vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.